Event description:
The customer obtained a higher than expected vitros valp quality control result from a vitros tdm pv3 qc fluid tested on a vitros 5,1 fs chemistry system. Vitros valp result: 148.55 ¿g/ml vs expected 120.9 ¿g/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. No patient results were obtained during the timeframe of the event; however, the investigation cannot definitively conclude that patient sample results were not affected or would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a higher than expected vitros valp quality control result was obtained from a vitros tdm pv3 qc fluid tested on a vitros 5,1 fs chemistry system. The definitive root cause could not be determined; however, the possibility that pre-analytical sample handling or an unexpected vitros 5,1 fs system problem contributed to the event could not be ruled out. The investigation determined that an unexpected issue with the valp reagent was not a contributing factor.